Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image quality issues, and watertight defect. Based on the results of the investigation, a definitive root cause could not be identified for the initial malfunction. In regard to the newly identified malfunctions, there were image quality issued due to cable failure, and there was a watertight defect due to gasket deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had no video image, and the color bar disappeared during set up /inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.